Event description:
One blood leak occurred at the 24th reuse times. The total blood loss is approx. 150cc. Since the blood was not returned to the patient. The patient is well and no medical treatment was given to the patient. Other 2 cases of leak were reported from this facility.